Event description:
Consumer alleges he was reclined back in his quantum j4 chair and accidently hit the joystick and chair allegedly tipped over.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.